Manufacturer narrative:
As received, only the connector end of the lead was received for analysis. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The lead was able to be fully inserted/removed from device header with no restrictions. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. The reported event of unable to disconnect the rv lead from the header of the device was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the right ventricular lead could not be disconnected from the header of the device. The lead was cut and a new lead was implanted to resolve the event. The patient was in stable condition.